Manufacturer narrative:
The zoll distributor investigated the autopulse with serial number (B)(4) and they were not able to confirm the reported failure at their facility. Visual inspection was performed and no anomalies were found. Testing of the batteries with serial numbers (B)(4) indicated that the batteries did not have enough wattage. These batteries were over 2 years old. Based on the evaluation results provided by the distributor, a definitive root cause for the reported complaint could not be determined. Note: autopulse nimh battery (s/n (B)(4)) reported under 3003793491-2013-00609. Autopulse nimh battery (s/n (B)(4)) reported under 3003793491-2013-00611. Autopulse nimh battery (s/n (B)(4)) reported under 3003793491-2013-00612. Autopulse nimh battery (s/n (B)(4)) reported under 3003793491-2013-00613.

Event description:
The zoll distributor reported that they were informed by their customer that the autopulse would automatically turn off during compression even though the operator did not touch the power-switch. Reportedly manual compression was administered. There was no adverse pt sequelae reported to the distributor. The distributor also reported that they had received four batteries with serial numbers (B)(4). For all these batteries the led light displayed green. The distributor was not able to provide any additional information because the information from the archive files could not be obtained.